Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were non-malignant pain, other non-malignant pain, and post lumbar laminectomy syndrome. The patient was handicapped and elderly, and "shut in" and had to have help at the time of surgery. The patient had to go through surgery, and that "they punctured it" (hematoma) and repaired the site, and that it resolved. The patient had a huge scar and disfigurement. The healthcare provider (hcp) was reportedly afraid the hematoma would burst, and watched the patient for 4 hours while they waited for a vacancy in surgery to go in and repair it. The patient thought the hematoma formed in approximately (B)(6) 2008 and went in for repair. It looked like she was pregnant on one side. The patient had a total system explant in 2009. The patient had a "date of loss" of (B)(6) 2009 for the hematoma. The situations of the patient getting the pump removed and the hematoma were resolved.